Event description:
Reportedly, during testing, an "o2 sensor bad" alarm occurred which could not be resolved by calibration. Replacing the sensor resolved this issue. There was no patient involvement.